Manufacturer narrative:
On 15/jul/2021, mentor became aware that the initial report mistakenly indicated that we had no information regarding explantation. However, the device was explanted on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4), explant date added into field d6b. Health effect: impact code and type of investigation code updated in section h6.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with an unspecified mentor saline implant and experienced a deflation on the right side post-operatively, which was confirmed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.